Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a fatal error in remote support service. The customer tried to reboot the station, the error keeps persisting. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database transaction log was full due to a log backup issue. A technical support specialist (tss) checked the drive space and found that the issue has stopped as no recent errors. Then the tss performed full synchronization, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.